Event description:
Based upon plaintiff's counsel's complaint, "in 2002, plaintiff underwent an otherwise unnecessary, invasive corrective surgery to remove the harmful ancure device."

Manufacturer narrative:
Notification of event was received from the pt's law firm within their claim.